Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white had air bubbles the following information was provided by the initial reporter: filling with saline put under the ramp (on central kt): leak at the tap. Change of channel on tap: still leaking. Put as close as possible to a tap: still leaking. Tap changed: still leaking. Bionnector removed: no leak. On the other hand, reflux on the central kt and a few air bubbles past. No consequences

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issues of leakage and air bubbles / air in line were not confirmed upon inspection and testing of the sample and photos. Analysis of the sample photos showed no defect or damages. The sample was functionally tested for leaks and during the test no signs of leakage were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. There is a possibility that misuse of the products could have resulted in the reported conditions. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
The device has been preserved. The device has been used and stored (not contaminated with blood or cytotoxics). Regarding the question about the likely impact on the patient, here is the response of the declarant: " for the patient, there was no serious incident but a slight delay in the implementation of the treatment, including filling during a state of shock." The recovery address is as follows: (B)(6).